Event description:
The reporter said "the radial head arthroplasty implant broke at the head shaft interface inside pt post operatively from the pt doing push-ups. The revision surgery was performed on (B)(6) 2012." Add'l clinical info was requested by integra.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.